Event description:
It was reported that during an unk procedure the screen is wrong after getting power. There was no patient consequence.

Manufacturer narrative:
Information not received. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.